Manufacturer narrative:
Device evaluated by MFR: only the main coil was returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the coil arm and primary coil section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23oct2024. It was reported that an interlock .035 was returned for analysis with no reported field allegations or patient complications. However, device analysis found the main coil was detached.